Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he put the reservoir in the insulin pump while he was connected, and received a large amount of insulin. The paramedics were called for assistance as the customer's blood glucose levels were quickly dropping. Made a follow up phone call to the customer, and found that he was taken to the hospital. His blood glucose levels went as low as 66 mg/dl. Nothing further was reported.